Event description:
It was reported that a warning was triggered on the right ventricular (rv) lead. The lead had high impedance, no capture, and noise. The lead was capped per patient request when the device reached elective replacement indicator (eri) because the patient did not want another device implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.